Event description:
This lead was explanted and returned because of ventricular oversensing episodes that were found stored in the device. The patient had not received a shock since implant. It was reported that the ventricular noise oversensing could not be reproduced but the physician did not feel comfortable decreasing the sensitivity, therefore, the ICD and lead were explanted. Note: the ela ICD that was attached to this lead was also explanted and reported on an MDR.

Event description:
This lead was explanted and returned because of ventricular oversensing episodes that were found stored in the device. The patient had not received a shock since implant. It was reported that the ventricular noise oversensing could not be reproduced but the physician did not feel comfortable decreasing the sensitivity, therefore, the ICD and lead were explanted. Note: the ela ICD that was attached to this lead was also explanted and reported on an MDR.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
(B) (4)the analysis on this device is pending. (B) (4)